Event description:
In 2009, the pt reported that for the past year she has experienced discomfort and pain at her infusion sites. She stated that she is not able to use the infusion sites for three days because the area becomes red and painful and she changes the site at that time. She was advised by her physician to stay away from the "fatty tumors" she has all over her body. She stated that she does have scar tissues and she rotates the infusion sites from her thighs, arms, and abdomen. She stated that 2 days ago, her blood glucose measured 123 mg/dl and she woke up at 11:00 pm and it measured 200 mg/dl, and she bolused 5 units of insulin and went back to bed. She woke up 1:00 am and her blood glucose measured 253 mg/dl, and she bolused 10 units of insulin and went back to bed. At 3:30 am, her blood glucose measured 420 mg/dl and she bolused 50 units of insulin and an hour later her blood glucose measured 575 mg/dl. She removed the infusion site and it was red with a bump and sore. She changed the infusion site and bolused 20 units of insulin and at 8:00 am, her blood glucose measured 120 mg/dl. She stated that the infusion site cannula may have been a little "crooked" when it was removed. The site had been in place for 3 days. She was sent infusion sets with a longer cannula length. Further attempts to follow up with the pt was unsuccessful. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The alleged infusion set was discarded. No product will be returned for eval.

Manufacturer narrative:
No product will be returned for eval.